Event description:
The pt woke up in the morning and tested their blood glucose on the suspect device. Pt obtained a reading of hi. Pt then gave themselves insulin and retest on the suspect device which then read 551mg/dl. Pt went into a seizure and 911 was called. Pt was transported to the hosp where their blood glucose was tested in the lab with a result of 34mg/dl. Pt was treated for low blood glucose and given an IV.